Manufacturer narrative:
Additional information to include phone number: (B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx control vascular closure device (vcd), the sealant prematurely deployed. There was no patient injury. Hemostasis was achieve with manual compression. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used after a percutaneous coronary intervention (pci). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The 5f mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions, the device was inserted into the sheath but could not be inserted into the vessel because the sealant expensed in advance. Therefore, manual compression was performed for twenty minutes and recovered. The sealant sleeves (cartridge assembly) was not out of position and there was no damages noted to the sealant sleeve after the vcd was removed from the patient. The vcd is available for analysis. No other information was provided.

Manufacturer narrative:
During use of the mynx control vascular closure device (vcd), the sealant prematurely deployed. There was no patient injury. Hemostasis was achieved with manual compression. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used after a percutaneous coronary intervention (pci). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The 5f mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions, the device was inserted into the sheath but could not be inserted into the vessel because the sealant expensed in advance. Therefore, manual compression was performed for twenty minutes and recovered. The sealant sleeves (cartridge assembly) was not out of position and there was no damages noted to the sealant sleeve after the vcd was removed from the patient. No other information was provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 & 2 remained in the manufacturing position with the stopcock open. The syringe was not returned with the device. The sealant remained in manufacturing position exposed to blood and the sealant sleeve assembly was observed to have been kinked/bent. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device could not be verified per. Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, a simulated deployment test was performed on the returned, and the button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was observed kinked/bent. A product history record (phr) review of lot f2122901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature¿ was not confirmed during analysis of the returned device. However, visual inspection of the returned device revealed that the sealant sleeve assembly was kinked/bent, which may have been what the user was experiencing. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.